Event description:
After completion of a pv ablation procedure, the physician discovered a heart tamponade. Bwi catheters used in this procedure are thermocool sf nav bi-directional catheter and lasso 2515 nav variable catheter. The physician also used the following st. Jude medical products: transseptal sheath agilis, transseptal needle, and a 4-pole fixed shape dx catheter. The tamponade was discovered after the procedure was completed and all devices were withdrawn from the patient. The patient stabilized, once 500ml of fluid was removed, and the patient recovered in the hospital and is expected to be released today.

Manufacturer narrative:
The physician has indicated that the event was procedure related and that none of the devices used in the procedure malfunctioned or contributed to the serious injury. Due to this event, the patient was kept under observation for an additional day. No further detail about the patient or the procedure is available. The customer has discarded all the disposable products involved in the procedure so no further analysis is possible. Concomitant products: thermocool sf nav bi-directional catheter (catalog # bni35fjh, lot # unknown). This product is neither approved nor sold in USA. (B)(4).